Event description:
New information received notes that remote transmission revealed non-sustained lead noise due to post-paced t-wave oversensing. Further programming changes were recommended but not performed. The patient was fine after the event.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing via remote transmission was observed. Patient was asymptomatic. Programming changes were made. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post-paced t-wave oversensing continued to be seen. The patient was asymptomatic. The device was reprogrammed and remains implanted.